Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage and plaque shift occurred. The 80-90% stenosed target lesion was located in a moderately calcified and moderately tortuous unspecified vessel of the left heart. After a 2.50x12mm promus premier drug eluting stent was implanted to the lesion, the physician removed the unspecified guide wire. However, plaque shift was noted in the proximal portion of the stent. A non-bsc guide wire was then advanced and got under the strut of the implanted stent. The physician made further attempts in pushing the guide wire and stent deformation was noted. Subsequently, the physician was able to rewire the stent through lumen and the procedure was completed with placement of two more unspecified stents. No patient complications were reported. Patient's status was fine.